Manufacturer narrative:
Date of event: estimated based on 45-days from implant.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was discharged home after implant on plavix and aspirin. At the 45-day follow-up transesophageal echo (tee), thrombus was found on the face of the device. No additional information is known at this time.